Manufacturer narrative:
Investigation: DHR review is not required because the product was returned for evaluation and the customer complaint is a known hazard. Based on the repair notes, the service technician was unable to duplicate the failure as stated in the complaint. Recommended repairs were made as part of preventive maintenance for continued system operation. Failure mode - overheating insert. Root cause - damaged contact pin on the steri-mate handpiece. Debris buildup in the water filter. Conclusion code - expected wear.

Event description:
In this event it is reported that cavitron 300 series package, it is alleged that the unit always seems to heat up , with tip and sterimate getting hot. No injury occurred.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.